Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced cord reel. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. He failure analysis and testing dept. Received part with a reported unit failure of exposed wiring on the power cord. The fat performed a visual inspection and found the part to be have the rubber shielding damaged near the plug. Retained the part in the failure analysis and testing department per procedure. Based on the information in the complaint, the most probable root cause is user misuse.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) power cord has exposed wiring. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.